Event description:
It was reported that pump displayed non-resettable malfunction alarm after patient had been swimming. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin delivery available and planned to contact healthcare provider, and technical support arranged warranty replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within required timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.